Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their infusion set was changed which resolved the issue. Troubleshooting was performed and found that the event happened months ago and customer wanted to report the event only. The product was not returned for analysis. No further details given.